Event description:
It was reported that the catheter broke at the clear tubing, just below the white luer hub. The catheter was removed. No blood loss or ill effects to the patient were reported.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a supplemental report will be submitted.